Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in camera unit, noise occurred, no image was displayed, misalignment of coupler unit and error e311 (white balance incomplete) appeared on the screen. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in camera unit and misalignment of coupler unit, image and error failures occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an artifact in the image during inspection for use, involving an olympus camera head. There was no patient injury reported.